Manufacturer narrative:
(B)(4). The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may 2007.

Event description:
Customer received a meter reading of 131 mg/dl which was higher than she felt. She then noticed that the reading was in the incorrect unit of measure. There was no report of death, serious injury or mistreatment associated with this event.